Event description:
It was reported that the patient could not enter their device into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on the l1 lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the l1 lead was unable to be explanted, so the lead was cut by the physician and left partially implanted in the patient.